Event description:
It was reported to boston scientific corp that a jagtome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2009. According to the complainant, during the procedure, an attempt was made to perform a precut, however, when tension was applied to the cut wire a kink occurred. The procedure was completed with another jagtome rx sphincterotome. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).